Manufacturer narrative:
(B)(4).

Event description:
It was reported that before the implant procedure it was noted that the stylet could not be inserted in the lead. The lead was not used and a new lead was implanted. The patient's condition was stable.